Event description:
Damages (kinked flexor and red safety guard ) were observed during the lab evaluation at cook ireland. Per physician - (B)(6) 2020 - regarding the two stent ; ((B)(4)) a pt with pancreatic cancer and tight stricture, I stent went down ok over the wire but I could not advanced up in the bile duct becuase of the stricture , so I did balloon dilation then when I tried to reinstert the stent , we could not get wire exit from the stent, it kinds stuck against something inside the stent. ((B)(4)) so I tried the other stent and the exact thing happened again. At the end I placed the 7 fr plastic stent . I guess the main issue with sems, why we could not pass the wire through it ?

Manufacturer narrative:
This file is related to complaint (B)(4). Device evaluation the evo-10-11-6-bdevice of lot number c1652064 involved in this complaint was returned for evaluation under (B)(4), with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 20th february 2020 under (B)(4). Kinked flexor and red tab damage was observed, possibly due to transport returns. Handle was actuating fine and stent deployed without any issues. Therefore following the lab evolution this complaint file (B)(4) was raised to capture the damage(kinked flexor and red safety guard ) observed during the lab evaluation at cook ireland. Additional information was requested to aid investigation: was the product inspected for kinks or damage before use? Was there a kink flexor observed when the device were being sent back to cook ireland? Also was there a red safety guard damage observed when the device were being sent back to cook ireland? Additional information has not yet been received, however, if it is received the investigation will be updated accordingly. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1652064 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1652064 ; upon review of complaints this failure mode has not occurred previously with this lot #c1652064. The instructions for use ifu0056-5 which accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. It is possible that this damage occurred on return of the device, however as this information could not be confirmed with the customer worst case will be taken in that the damage could have occurred when attempting to advance the device through the stricture. ¿I stent went down ok over the wire but I could not advanced up in the bile duct because of the stricture¿ this may have caused the flexor to kink which may have caused further difficulty with advancement, it is possible that handling of the device during this issue may also have resulted in the damage to the red safety lock, although it is more likely that this damage occurred on return of the device. It may also be noted that the damage did not impact deployment of the stent as this was possible during lab evaluation. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Damages (kinked flexor and red safety guard) were observed during the lab evaluation at cook (B)(4) and we would like to know if it was observed during the procedure (which means the additional pr to be opened) or as a result of returns (which will mean the new pr that you will open can be cancelled). Can you please open up additional complaint file "kinked flexor and red safety guard damage"? Per physician - 03jan2020 - regarding the two stent ; ((B)(4)) a pt with pancreatic cancer and tight stricture, I stent went down ok over the wire but I could not advanced up in the bile duct because of the stricture , so I did balloon dilation then when I tried to reinstert the stent , we could not get wire exit from the stent, it kinds stuck against something inside the stent. ((B)(4)) so I tried the other stent and the exact thing happened again. At the end I placed the 7 fr plastic stent . I guess the main issue with sems, why we could not pass the wire through it ?